Event description:
The patient reported 8 months after injection in the cheeks with "juvederm voluma xc," the patient experienced "bumps, redness and swelling at the injection site, swelling in the wrists and under the knees, nausea and discomfort." The patient was also diagnosed with "parvo b-19" approximately 9 months after injection. The patient was prescribed an unknown medication by an urgent care facility. The symptoms have since resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of bumps, redness and swelling at the injection site, swelling in the wrists and under the knees, nausea, discomfort, and "parvo b-19" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of pain, inflammation, nausea, edema, skin irritation, and virus. Adverse events: per table 1: treatment site responses by maximum severity occurring in greater than 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvederm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by less than 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness." "Device- and injection related adverse events occurring in less than 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)." Post-market surveillance: "juvederm voluma without lidocaine has been marketed outside the us since 2005, and juvederm voluma with lidocaine has been marketed outside the us since 2009." "As of 12/31/2012, the following aes were received from post-market surveillance for juvederm voluma with and without lidocaine with a frequency greater than 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities." "Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice massage, warm compress, analgesics, ant-viral, ultrasound, excision, drainage, and surgery."